Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that the stim was not helping at all with her symptoms. She was leaking again and using lots of pads. It was noted that the therapy worked great the first day. The patient did not feel stimulation. This was considered a sudden change in therapy/ symptoms. There was poor communication on the programmer. The patient was recently implanted. There were bandages/ swelling present. She was educated under anesthesia. Additional information from the consumer reported that she had to change quite often and sometimes had to change all her clothes on the bottom. She was not feeling stim and therapy was on. The situation was not resolved. She was on program 3 at 2.0v. The hcp had not instructed the patient to keep a voiding diary. The patient increased stim to 4.3v and felt stimulation in the correct area. The patient was indicated for gastrointestinal/ pelvic floor. No further information was provided about this event. Follow up was conducted to obtain information about the circumstances that led to the event and the steps taken to resolve it. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that a fall could be related. There was no symptom relief. It was not working; the patient had been leaking and leaking and had gone back to the doctor, who reset it, but it hadn't helped. She had not had symptom relief since implant. The patient had a fall about a week ago and she produced some blood in her vagina for a day or two and then it went away. The patient was redirected to her healthcare provider (hcp).